Event description:
During a laparoscopic gastric bypass procedure, the device was used to transect the small bowel. The physician reported difficulty firing the instrument. The staple line did not form correctly. A like device was opened and the procedure was completed without consequence.